Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29jan2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to look at the o2 flow at 0 with o2 connected to ensure that the o2 solenoid was sealing properly and found that it was. Advised customer to replace the flow sensor assembly. Provided customer with the rev j service manual with sb86600200a. The customer stated that one of the clamps that secures the boot on the blower was found loose. Tightening the clamp corrected the issue with the o2 concentration. The unit successfully passed the required performance verification test.

Event description:
The customer reported issue with the o2 concentration reading. During a pm(preventative maintenance) the flow passed however the o2 concentration read set 60=56 and set 80=68. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.